Event description:
It was reported that the patient was experiencing chest pain. They noted they has breast cancer and had to build a shelf for the implantable pulse generator (ipg) to sit on when implanted. The device shelf fell off and the device is floating around in their chest, and has been noted to be wedged under their arm. The device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.